Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, e1 (initial reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Due to character limitation in e1 for initial reporter, the full initial reporter is robert wood johnson. The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned outside the cannula. There were no visual defects observed on the intact harvesting device. A reference endoscope was inserted into the cannula until it snapped into place with no visual or physical difficulties observed. The harvesting device was then inserted into the cannula. The harvesting device would not advance into the cannula. There were no visual defects observed on the intact c-ring or cannula. Based on the returned condition of the device, the reported failure "fitting problem- tool" was confirmed. A manufacturing engineering evaluation was conducted. The reported failure of "fitting problem-cannula" was not confirmed. A reference hp2 tool subassembly was inserted into the complaint cannula which was returned along with the complaint tool subassembly. The reference hp2 tool subassembly was inserted as stated in the IFU and the tool was able to be inserted and retracted with no issues or fitting problems. The device showed signs of clinical use. During the evaluation of the device, it was observed that the as analyzed failure mode "bent shaft" was confirmed. See figures 1 through 4 for objective evidence of the damage to the shaft tip. The damage to the shaft tip indicates that the damage most likely occurred during insertion into the cannula. The device got caught within the cannula and the external force applied on the tool during insertion caused the damage to the shaft tip. Based on the manufacturing engineering evaluation, the reported failure "fitting problem- tool" was not confirmed, however, the analyzed failure "material twisted, bent shaft" was observed. The lot # 3000488492 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4) updated sections: b4,b5,g3,g6,h2,h6,h11.

Event description:
The hospital reported that during procedure using the hpii to begin sealing and cutting branches, noticed that the c-ring would be pushed out each time he inserted the hpii into the cannula. He also noticed that the hpii was very sticky in the channel of the cannula. He looked at the hpii and noticed a piece sticking out of the shaft. He was able to complete the harvest using the hpii but held it aside to save for investigation after the case. Per photo provided by the complainant, it is observed a metal piece sticking out of the shaft. Nothing detached from the device. There was no delay reported. The device was inserted properly and in the order described in the IFU.

Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during procedure using the hpii to begin sealing and cutting branches, noticed that the c-ring would be pushed out each time he inserted the hpii into the cannula. He also noticed that the hpii was very sticky in the channel of the cannula. He looked at the hpii and noticed a piece sticking out of the shaft. He was able to complete the harvest using the hpii but held it aside to save for investigation after the case.